Event description:
Intuitive harmonic ace curved shears malfunctioned during the case. They initially worked but then stopped. The harmonic generator displayed " error with blade", then the tech tried tightening the cord, cleaned the jaws etc. With the same issue being identified. FDA safety report ID # (B)(4).